Event description:
A pt (B)(6) was enrolled in (B)(6) for stress urinary incontinence. On (B)(6) 2009, the pt was injected with 2.0 ml coaptite, lots 1009320 and 1010447. On (B)(6) 2009, the pt was injected with 2.0 ml coaptite, lot 1010449. On (B)(6) 2011, the pt had a urinary tract infection (uti) that was confirmed by urinalysis. The uti was found during hospitalization for hypertension due to chronic kidney disease - not related to urology or incontinence. The pt was given an antibiotic. On (B)(6) 2011, the pt was resolved.

Manufacturer narrative:
Add'l expiration date: 07/2011. Add'l implanted date: (B)(6) 2009. (B)(4). The physician assessed that the uti was mild and was definitely not related to the device. Coaptite: lot 1010449, exp 07/2011, date of manufacture: 08/2008, implant date: (B)(6) 2009, injected by a health professional. The device history records for the reported lot numbers were reviewed, all required testing specifications were met prior to release, no abnormalities noted.